Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 6330585; medical device expiration date: 12/31/2019; device manufacture date: 11/25/2016. Medical device lot #: 6330583; medical device expiration date: 12/31/2019; device manufacture date: 11/25/2016. " date devices returned to manufacturer is unknown. The investigation date was used for this field. (B)(6). Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode was observed with each of the incident lots. The samples were evaluated and the customer¿s indicated failure mode was observed with two of incident lots. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder drew only a few drops of blood into the tube. No serious injury or medical intervention was reported.